Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/4 of their automated peritoneal dialysis therapy. Reportedly, the hp disconnected their transfer set from the patient line of homechoice set during a dwell phase wihtout pausing therapy. When the hp returned, they fell asleep without reconnecting. The hp awoke to the machine in drain and alarming. They reconnected themself to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient.